Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the malfunction could not be duplicated and the device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharge and then inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.